Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was unconfirmed as the complaint could not be reproduced. The product returned for evaluation was a 4fr sl powermidline catheter. The returned product sample was evaluated and a leak was not observed. No leaks were observed during pressurization of the sample. The investigation findings did not produce a result based on the description of the event, therefore both confirmation of the reported event and identification of a root cause(s) were not established. Consequently, this complaint is unconfirmed at this time.

Event description:
It was reported that "power midline inserted on (B)(6) 2023. Noted to be leaking on 03/13/23. Patient was on a slow infusion from 08-13th march, and then infusion changed to a fast rate on 03/13. This was when the leaking was noticed. It is unclear when the leaking began. On 03/13 hole noted near '0 cm' marking on the midline. The midline had to be removed. Alternative access required." It was stated there was no harm to the patient, no erroneous results because of the event, and no change in course of treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "power midline inserted on (B)(6) 2023. Noted to be leaking on (B)(6) 2023. Patient was on a slow infusion from 08-13th march, and then infusion changed to a fast rate on (B)(6). This was when the leaking was noticed. It is unclear when the leaking began. On (B)(6) hole noted near '0 cm' marking on the midline. The midline had to be removed. Alternative access required." It was stated there was no harm to the patient, no erroneous results because of the event, and no change in course of treatment.